Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported via medwatch user facility report (B)(4) that the surgeon was removing the guidewire and it broke . Mini c-arm was brought in, guidewire remnant was identified in patient's left foot and successfully removed. All pieces accounted for.